Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the infusion set was changed to address the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 113-114 mg/dl.